Event description:
On 23 june 1992, a 10 year old boy presented for urologic consult following a bicycle accidental injury to the genitalia. The physician ordered a foley catheter to be placed. The nurse met resistance in placing the catheter. The radiologist attempted to place the catheter. When he tried to inflate the retention bulb, he met resistance and the child experienced pain. The physician tried to deflate the retention bulb without success. The child was taken to x-ray for installation of radio opaque contrast medium. It was accessed that the catheter bulb was in the urethra. Continued attempts to deflate the bulb were unsuccessful. The child was taken to or suite for sedation. After severing the inflation port, the retention bulb would still not deflate. The catheter was removed with the bulb still inflated with approximately 1 ml. Of fluid while the child was sedatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.